Event description:
Event: (cc# 98-01186) initially, the doctor had difficulty inserting the 8 fr. Iab into the datascope sheath. No iab was returned to datascope for evaluation. The iab and sheath were used. On 10/22/98, datascope was notified that the iab and sheath were discarded after use and would not be returned for evaluation. [Event complications]: unknown - reported 9/18/98 and 10/22/98. [Patient's current status]: unk - rpt'd 9/18/98.